Event description:
The pt was admitted to the ER after reporting that the ICD had delivered a shock. Upon interrogation of the device, real time measurements revealed that the device was pacing with a gain of seven. Upon viewing the real time egm screen, the bipolar channel did not appear to be sensing and was flatlined at a gain of seven. The farfield channel appeared normal. Since pacing was asynchronous, pacing was turned off. The physician in the ER referred the pt to the initial rptr (e1). The st jude medical field clinical engineer was also contacted. Invasively, device connections were checked and confirmed good fixation of the connector pins with the set screws. The device was disconnected with the lead and tested the lead with a pace/sense analyzer; all lead measurements were good. After reconnection of the ICD, the real time egm again showed a flatline. Suspecting a sensing anomaly, the decision was made to replace the device and bipolar sensing appeared normal. St jude medical later learned that a piece of a cpi lead was present in the pt's heart and may have contributed to the sensing anomaly.